Manufacturer narrative:
(B)(4). Recall: 1267487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported ipg had been inoperable for four years and the patient no longer needed an scs system. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.